Event description:
The doctor performed a laparoscopic gastric sleeve procedure. After using the endo gia universal xl handle with an endo gia reload 60-4.8, the doctor found that, although the blade advanced, none of the staples fired from the device. He had to use a new stapler and reload to complete the procedure. The handle that failed was the covidien us surgical endo gia universal xl stapler # egiaunivxl. At the time of the surgery, there was no patient complication.====================== manufacturer response for staple, surgical endo gia universal xl======================have not heard from them yet.